Manufacturer narrative:
Upon receipt, the lead under complaint was found cut into several parts. (B)(4) pieces were received but a medial piece of approx. 6 cm length was not available for analysis. The performance of the lead fragments was scrutinized, including a visual and electrical inspection. Abrasion marks were detected along the lead fragments. In the distal part of the distal fragment the insulation was found rubbed through. This damage may have cause dover sensing and subsequent in appropriate shocks which have been mentioned in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. The damage to the shock coil most likely occurred during the explant procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an estimated implantation period of 53 months, oversensing with inappropriate therapy was reported. The lead was replaced and returned to biotronik for analysis. The lead was implanted in 2011 and the event date is sometime in (B)(6) 2015.